Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included antibiotics since (B)(6) 2012, diphenhydramine hydrochloride from (B)(6) 2014 to (B)(6) 2014, docusate sodium (colace) (B)(6) 2012 to (B)(6) 2012, hydrocodone from (B)(6) 2013 to (B)(6) 2013, ibuprofen (B)(6) 2012 to (B)(6) 2012, mepyramine maleate;pamabrom;paracetamol (pamprin) since (B)(6) 2012 and ondansetron (zofran melt) since (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("uti"), nausea ("nausea"), constipation ("gastrointestinal or digestive system condition, type: constipation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), dizziness (", neurological conditions or problems type: dizziness"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition ovarian cysts") and abdominal distension ("gastrointestinal or digestive system condition, type: bloating"). In (B)(6) 2012, the patient experienced vomiting ("vomiting"). In (B)(6) 2013, the patient experienced swelling ("rashes or skin conditions type: swelling") and rash papular ("rashes or skin conditions type: patches of bumps in vaginal area"). In (B)(6) 2019, the patient experienced iron deficiency anaemia ("anemia"). In (B)(6) 2019, the patient experienced kidney infection ("infection (other) describe: kidney infection"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), skin disorder ("skin disease"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), back pain ("back pain"), pain in extremity ("leg pain") and joint injury ("knee injury") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, iron deficiency anaemia, skin disorder, psychological trauma, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, headache, nausea, weight increased, constipation, vomiting, vaginal haemorrhage, vulvovaginal mycotic infection, kidney infection, dizziness, swelling, rash papular, ovarian cyst, abdominal distension, back pain, pain in extremity and joint injury outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, constipation, cystitis, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, iron deficiency anaemia, joint injury, kidney infection, menorrhagia, metrorrhagia, nausea, ovarian cyst, pain in extremity, pelvic pain, psychological trauma, rash papular, skin disorder, swelling, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vomiting, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2015, 2011 and (B)(6) 2011. Patient received treatment perforation fallopian tubes, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping) , pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),anemia, skin disease, psych injury, bladder infection , uti ,vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: essure confirmation test result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: yeast, infection (other) describe: kidney infection, neurological conditions or problems type: dizziness, rashes or skin conditions type: swelling and patches of bumps in vaginal area, reproductive system disorder or condition type of disorder or condition ovarian cysts, gastrointestinal or digestive system condition, type: bloating, constipation, vomiting, leg pain, back pain, knee injury. Onset date of event menorrhagia, dysmenorrhoea, urinary tract infection, cystitis, iron deficiency anaemia, nausea, pelvic pain were updated. Reporter information, concomitant drug, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), skin disorder ("skin disease"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, iron deficiency anaemia, skin disorder, psychological trauma, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, skin disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2015, 2011. Patient received treatment perforation fallopian tubes, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping) , pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),anemia, skin disease, psych injury, bladder infection , uti ,vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: essure confirmation test result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added perforation fallopian tubes, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),anemia, skin disease, psych injury, bladder infection, uti ,vaginal infection, vaginal discharge, fatigue, hair loss, headaches, nausea, weight gain. Lab test was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.